Manufacturer narrative:
E1; reporter institution phone number (B)(6). E1: reporter phone number (B)(6). The customer spoked with the philips remote support engineer (rse) and it was confirmed that the device had no audio. The customer was provided with the speaker assembly part ID. Part was ordered and shipped. The customer is taking responsibility for repairing the device. Based on the information available, the cause of the reported problem was a defective speaker. The reported problem was confirmed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the avalon fm20 fetal monitor indicating that an alarm speaker is not working and there was no audio coming from speaker. The device was not in clinical use at time of event, no patient involvement.